Manufacturer narrative:
Qn#(B)(4). The reported complaint for iab high pressure alarm is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Corrected data: unique identifier (UDI)# corrected from (B)(4).

Event description:
It was reported "the surgeon did CABG in theatre on patient, they inserted arrow iab and in right femoral artery and experience iabp alarms, high pressure. The perfusionist did trouble shooting with clin tech and after everything iab has to be removed. They placed another arrow iab and had no challenges". The second iab was placed in the same insertion site. No patient harm or injury reported. The pateient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the surgeon did CABG in theatre on patient, they inserted arrow iab and in right femoral artery and experience iabp alarms, high pressure. The perfusionist did trouble shooting with clin tech and after everything iab has to be removed. They placed another arrow iab and had no challenges". The second iab was placed in the same insertion site. No patient harm or injury reported. The patient's current condition is reported as "critical".